Event description:
The facility reported a colleague infusion pump with a malfunction of "black or white line runs across top of screen". It is unknown when, or in which care area, this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with black or white lines running across the top of the screen was confirmed during product evaluation by baxter service personnel. This condition was attributed to a faulty main display. The main display was replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.